Manufacturer narrative:
(B)(4). (B)(6). Date of onset for post-operative pain is unknown. (Expiry date): june, 2011 per facility, the complainant part was returned to the patient and is not available for evaluation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: september 1, 2009 - expiration date: june, 2011 part (B)(4), lot (B)(4) did not contain any non-conformance reports (ncr). 30/30 pieces were initially accepted on september 1, 2009; on june 14, 2011, a rework/sort form was completed for 1/30 pieces to re-carton and label to extend shelf life from 2 to 4 years per design change order. Rework performed was approved by regulatory. Rework for repackaging and relabeling has no relation to the complaint condition. In addition, the following lots were reviewed: (B)(4). Part (B)(4).1, lot (B)(4) did not contain any ncrs. A rework/ sort for this lot was performed on 30/30 pieces to be returned for plasma spray vendor prior to work being completed by vendor. Rework performed was approved by regulatory. Total lot pieces were 30, all 30 were accepted/conforming. There is no direct relation of rework/sort and the subject complaint as this was done due to reduction in forecast with no effect to parts. Part (B)(4), lot (B)(4) did not contain any ncrs. A rework/ sort for this lot was performed on 30/30 pieces to be returned from plasma spray vendor prior to work being completed by vendor. Rework performed was approved by regulatory. Total lot pieces were 30, all 30 were accepted/conforming. There is no direct relation of rework/sort and the subject complaint as this was done due to reduction in forecast with no effect to parts. Part (B)(4), lot (B)(4) did not contain any ncrs or any anomalies. Total lot pieces were 30; all 30 were accepted/conforming. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a prodisc-c implant at disc level c5-c6 on (B)(6) 2010. Following the initial procedure, the patient began experiencing postoperative neck pain. On (B)(6) 2015, the patient had the device removed. During the procedure, the patient was revised to an anterior cervical discectomy and fusion (acdf) with interbody spacer and plate. The procedure was completed successfully with no reported delays. This report is 1 of 1 for (B)(4).